Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was leaked and water invaded there while the user was handling the device. Due to the invasion, abnormality of electronic parts occurred which could likely lead to occurrence of the event. The event can be detected/prevented by following the instructions for use which state: - inspection of the endoscopic image - leakage testing of the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope has no image when retroflexed up. The reported issue occurred during an unspecified therapeutic dna procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed as no defects to the image were found. During the device evaluation it was observed that the adhesive on the bending section cover had a leak. It was also observed that the bending section cover had a hole or cut. It was observed that the bending section was loose at the tip due to a cut in the charge-coupled device shrink tube. It was also observed that the control body had light scratches. Lastly, it was observed that the angulation was low. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.